Event description:
The pump was returned for investigation. Investigation revealed a vibratory failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump¿s vibration feature was inoperable. The pump cover was opened and an intermittent connection was found with the pins on the vibration motor. Unrelated to this issue, the contrast button was intermittently unresponsive and evidence of contamination was found under the contact. The audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).